Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the gear was seized, jammed, heavy moving and free movement blocked. It was further noted that the device failed pre-test for status of development and free moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and strain. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that the battery handpiece device and lid device were getting hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.